Event description:
The pt received an error 4 message on the lifescan meter. The pt experienced symptoms of feeling cold, clammy, sweaty, disoriented and shaky. The pt experienced symptoms at the time of testing. The pt took insulin after attempting to use the meter. The pt was tested on another device; however, the meter did not work. The pt was taken to the hosp and was admitted in ICU for three days and was given medication and IV. No information on what the pt was treated with in the hosp or what the reading was in the hosp. The test trips were in good condition and the technique used for applying blood on the test strip was correct. Customer service was unable to resolve the issue and sent the pharmacy a system kit, since the pharmacy sent the pt a new meter. There is no evidence of a serious injury at this time, since there is no information on the reading in the hosp. This case is being reported as a malfunction, since the error 4 message was not resolved.

Event description:
The patient received an error 4 message on the lifescan meter. The patient experienced symptoms of feeling cold, clammy, sweaty, disoriented and shaky. The patient experienced symptoms at the time of testing. The patient took insulin after attempting to use the meter. The patient was tested on another device; however, the meter did not work. The patient was taken to the hospital and was admitted in ICU for three days and was given medication and IV. No information on what the patient was treated with in the hospital or what the reading was in the hospital. The test strips were in good condition and the technique used for applying blood on the test strip was correct. Customer service was unable to resolve the issue and sent the pharmacy a system kit, since the pharmacy sent the patient a new meter. There is no evidence of a serious injury at this time, since there is no information on the reading in the hospital. The case is being reported as a malfunction, since the error 4 message was not resolved.